Event description:
Patient reported experiencing elevated blood glucose levels up to 525 mg/dl since (B)(6) 2014; took correction via syringe. Patient stated he was able to get his blood glucose level under control by himself. Patient reported he checked the infusion set and detected a leak between the connecting piece of the cannula and connecting piece of the transfer set. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).